Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The returned r-pilot file 25mm is broken at the tip of the active part (uncertain conditions). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. For information, this product is manufactured by maillefer for vdw, it's up to vdw to make sure that the product has been used in compliance with dfu. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a r-pilot file broke during use. The outcome of the event is unknown as of this MDR evaluation.